Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had woken up to a blank insulin pump. The customer stated they did not receive any alerts or alarms to warn them of the issue. The customer also stated they had lost some of their program settings. Troubleshooting found the customer had received a low battery alarm, then a off no power alarm 30 minutes after. Customer also stated their sensor glucose and blood glucose readings would be off. Customer stated their blood glucose would be 130 mg/dl and their sensor glucose would be 60 mg/dl. Customer was advised to calibrate when their blood glucose was stable. No additional information provided.